Manufacturer narrative:
For 3 of the 7 reported events, the device was received for evaluation. The three returned devices were labeled for single use. A visual inspection on the returned units showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the devices was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 7 malfunction events. It was reported that seven large volume folfusors would not flow. Of the 7 events, 6 did not involve a patient, and 1 involved a patient with no patient consequences. No additional information is available.